Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 10 months post implant of this bioprosthetic aortic valve, the valve was explanted and replaced due to severe insufficiency. No additional adverse patient effects were reported.